Event description:
Customer's wife reported customer was symptomatic of hypoglycemia, reported a compact plus blood glucose result of 32 mg/dl. Treated customer with 1 cup orange juice, 1/2 cup milk with 1 tablespoon sugar. She reported a result of 94 mg/dl within 10 mins, the customer was still presented hypoglycemia. She reported a result of 26 mg/dl within 10 mins of the 94 mg/dl. The customer became unresponsive, wife administered 1 mg glucagon injection. Blood glucose was 51 mg/dl, customer beginning to feel better, 10 mins following 26 mg/dl. She reported a 145 mg/dl, customer much better, 39 mins after the 51 mg/dl. A request was made for the return of the system, replacement was sent.